Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead were both explanted and successfully replaced due to causing pain in their arm. The patient remained stable.